Event description:
The recipient was seen in (B)(6) 2015 at approximately 3 months post-op and was doing well. A CT scan in terms of anatomy is unremarkable, a post-op x ray demonstrated good placement of electrode. Per new information received in may 2019, there again have been recently fluctuations observed in the in-situ measurements. The recipient additionally reports a humming/buzzing noise that cannot be resolved with reprogramming. The recipient is performing at 70%, prior to the changes in 2015 performance levels were at 90%. Re-implantation is tentatively scheduled for (B)(6) 2019.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: based on the latest information and in situ measurements received from the field, damage to the active electrode likely caused by device minute mobility is assumed. However, to confirm this, a device investigation would be necessary. Surgical intervention is considered for mid (B)(6) 2019.

Manufacturer narrative:
Conclusion: based on the latest information and in situ measurements received from the field, damage to the active electrode likely caused by device minute mobility is assumed. However, as the active electrode has been received incomplete and damaged, no fracture and exact location could be detected. Damages found during investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient was seen in (B)(6) 2015 at approximately 3 months post-op and was doing well. It was initially reported in (B)(6) 2015 that in situ measurements showed affected channels. The recipient was re-programmed with the new impedances and the maximum comfort levels came down with better clarity. In (B)(6) 2016, the audiologist was able to program around the affected channels and the user continued to demonstrate stable and some improved performance. The measurements fluctuations and abnormal status were thought to be related to a medical issue. Per new information received in (B)(6) 2019, again there have been recently fluctuations observed in the in-situ measurements. The recipient additionally reports a humming/buzzing noise that cannot be resolved with reprogramming. The recipient is performing at 70%, prior to the changes 2015 performance levels were at 90%. Recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was initially reported in (B)(6) 2015 that in situ measurements showed 2 affected channels. As per further information received in (B)(6) 2016, in situ measurements were stable and the audiologist was successfully able to program around the affected channels and the user continued to demonstrate improved performance. As of (B)(6) 2016 the clinic was still closely monitoring the recipient whose in situ measurements and performance remained stable. Per new information received in (B)(6) 2019, the recipient reports a humming/buzzing noise that cannot be resolved with reprogramming. If the performance with the implant will decrease, reimplantation is suggested.